Event description:
It was reported that the device was displaying a service indicator and was inoperable. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy board pcb assembly and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.